Event description:
It was reported that during the implant procedure, a pneumothorax developed. A thoracoscopy and talc pleurodesis were performed. During the procedure the patient exhibited hypotension with pulseless electrical activity. CPR successfully resuscitated the patient. The patient was placed on IV pressor support. A dnr was in place. The patient expired the next day. It was noted that the patient had a history of multiple procedures for underlying kyphosis, making implant access difficult.